Event description:
During cardiopulmonary bypass, it was reported that the pressures went blank. The perfusionist finished the case with this unit then the pressure module was exchanged with another heart/lung console and the problem traveled to the other unit. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.